Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated the controller was not turning on and their implant was in the process of dying so now they were feeling all kinds of stuff in their spine. Patient clarified the controller wasn't physically broken, but would not turn on. Patient took battery pack out, plugged controller in to ac power supply without battery pack, and reported the controller did not power on. The green light on the power supply was on, but patient did not have any aa batteries to put in the controller. Patient did not detect any damage to the ac power cord. The issue was not resolved. A replacement controller was sent out.

Manufacturer narrative:
B3: event date is valid.  Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 97745nt (serial: (B)(6); product type: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745nt, serial# (B)(6). Updated: controller power on coding to only have rfr nds3135 as the child code of nds4177 should not be applied in this case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
See h11.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.